Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h1, h2, h3, and h6 have been updated accordingly. This is one of two products involved with the reported event and the associated manufacturer report number is (B)(4). As reported, during use the unknown 0.35 guidewire did not enter two 6f 10cm rain sheaths. The device was found difficult to remove. The event did not cause death, disease, patient¿s injury, surgical or medical intervention in urgency. Multiple attempts to obtain additional information were made without success. Case- (B)(4). Four non-sterile catheter sheath introducer (csi) units of ¿6f 10cm sw radial" were received inside of a clear plastic bag. The parts were unpacked in order to proceed with the product evaluation. The components returned were four csis and one vessel dilator. The vessel dilator was already inserted into one of the csis. The csis were identified from number one to number four with the purpose of separately performing the analysis. The csi identified with this complaint is number 2 (unit 2). The other devices were evaluated under different complaint files. During visual analysis, unit 2 showed a compressed/crushed condition on the entire length of the cannula. Functional analysis was performed to determine if any obstruction can be found on the returned csi. The csi was flushed with water prior to the evaluation. A syringe was attached (filled with water) to the stopcock to be flushed and the water flowed through the part and came out at the distal tip as expected. No obstruction or resistance to the water flow was noticed. A lab sample guidewire of the appropriate size was inserted into one lab sample 6f catheter by the distal tip. Then both parts were introduced completely as a single unit into the cannula of the csi by the cap. After this both parts were withdrawn completely from the csi. Additionally, due to the received damage conditions, resistance was noticed during the insertion/withdrawal test. Due the damages observed throughout the entire length of the cannula, a dimensional analysis could not performed. A product history record (phr) review of lot 17851101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer obstructed¿ and the ¿catheter sheath introducer (csi) withdrawal difficulty¿ was not confirmed for unit 2 as the lab samples were able to be inserted through the returned device. However, since there was resistance felt during the insertion/withdrawal test due to the compressed cannula (which was not reported), the customer may interpret this condition as an obstruction, therefore confirming the event of ¿csi obstructed.¿ however, the exact cause of the damages found and the issues reported could not be conclusively determined. Based on the limited information available for review and the product analysis, procedural/handling factors (including after removal of the device from the patient) may have contributed to the compression damage noted. Controls are in place to verify the device conditions; the produced 6f 10cm sw radial are inspected 100% before leaving the facility. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ additionally, the IFU states, ¿once all catheters and wires are removed, remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any intravascular device, aspirate via the side port extension to collect any fibrin that may have been deposited within or at the tip of the device.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Case- (B)(4). Four non-sterile catheter sheath introducer (csi) units of ¿6f 10cm sw radial" were received inside of a clear plastic bag. The parts were unpacked in order to proceed with the product evaluation. The components returned were four csis and one vessel dilator. The vessel dilator was already inserted into one of the csis. The csis were identified from number one to number four with the purpose of separately performing the analysis. The csi identified with this complaint is number 3 (unit 3). The other devices were evaluated under different complaint files. During visual analysis, unit 3 showed a compressed/crushed condition on the entire length of the cannula. Functional analysis was performed to determine if any obstruction can be found on the returned csi. The csi was flushed with water prior to the evaluation. A syringe was attached (filled with water) to the stopcock to be flushed and the water flowed through the part and came out at the distal tip as expected. No obstruction or resistance to the water flow was noticed. A lab sample guidewire of the appropriate size was inserted into one lab sample f6 catheter by the distal tip. Then both parts were introduced completely as a single unit into the cannula of the csi by the cap, inserting until it reached the tip where it could not go further due to the severe damage. The insertion/withdrawn test was not performed successfully due to the received conditions of the unit. Due the damages observed throughout the entire length of the cannula, a dimensional analysis could not performed. A product history record (phr) review of lot 17851101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer obstructed¿ and the ¿catheter sheath introducer (csi) withdrawal difficulty¿ was confirmed for unit 3 as the device failed the insertion/withdrawal test due to the severe damages (which were not reported). However, the exact cause of the damages found and the issues reported could not be conclusively determined. Based on the limited information available for review and the product analysis, procedural/handling factors (including after removal of the device from the patient) may have contributed to the compression damage noted. Controls are in place to verify the device conditions; the produced 6f 10cm sw radial are inspected 100% before leaving the facility. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ additionally, the IFU states, ¿once all catheters and wires are removed, remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any intravascular device, aspirate via the side port extension to collect any fibrin that may have been deposited within or at the tip of the device.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17851101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use the unknown 0.35 guidewire did not enter two 6f 10cm rain sheaths. The device was found difficult to remove. The event did not cause death, disease, patient¿s injury, surgical or medical intervention in urgency. There have been no threats of death, disease, patient¿s injury, surgical or medical intervention in urgency.